Event description:
Pt reported that obtaining a blood glucose result of 101 mg/dl on the suspect device. Within 1 minute, pt's blood glucose was reportedly retested on a physician's device with a result of 238 mg/dl. No treatment was received. While on the line with technical support, a level-one quality control test was performed on the suspect device and the result fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.